Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a gav 2.0 (#fx211t) was implanted during a procedure. According to the complainant, the valve was explanted due to a blockage. The complainant device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Event description:
It was reported that a gav 2.0 (#fx214t) was implanted during a procedure on (B)(6) 2022. According to the complainant, the valve was explanted due to a blockage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 17 years. Weight: 80 kgs. Height: 170 cm. Gender: female.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that the gav 2.0 is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in both positions. Internal inspection: after dismantling of the valve, deposits were found inside. To make the deposits in the valve more visible, they were colored using a staining solution. Results: based on our investigation results, we can determine visible deposits. The deposits had no effect upon the specifications at the time of the examination. At the time of the examination, it is not clear to us how the abovementioned functional impairment occurred. Organic material in the csf can temporarily influence the function and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.